Event description:
It was reported that the patient received inappropriate high voltage therapy. The lead was found dislodged due to twiddlers syndrome. The lead was explanted. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.